Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-laparoscopic sleeve gastrectomy, after the last firing, the reload could not be removed from the adapter. As they tried to separate them, the loading unit broke, and the part remained inside the junction with the adapter. There was no patient injury.